Manufacturer narrative:
Device was used for treatment, not diagnosis. Date complaint device was received by manufacturer. The complaint device is currently in the investigation process. The results of the investigation are pending completion. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure on (B)(6) 2016, a 2.7 (variable angle) va 18mm locking screw stripped while inserting it into a 3.5mm (locking compression plate) lcp superior clavicle plate. The tip of the stardrive screwdriver shaft t8 105mm used for inserting the screw became twisted. The screw was inserted under power without a torque limiting attachment. While trying to remove the screw, it broke. The head of the screw remained in the locking hole of the plate and was retained in the patient. The shaft of the broken screw was removed using with pliers. This resulted in a fifteen minute surgical delay. The plate remained implanted. There was no patient harm and the remainder of the procedure was completed successfully. The patient outcome was satisfactory. This report is 1 of 2 (B)(4).

Manufacturer narrative:
A product investigation was completed: a visual inspection, functional test, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. This complaint is confirmed. Per the technique guide, the 314.467 stardrive screwdriver shaft is an instrument routinely used in the 2.4mm variable angle lcp dorsal distal radius plate system. The device was returned and reported to have become twisted during surgery. This condition is confirmed; towards the distal tip of the device the lobes of the shaft become increasingly twisted counterclockwise around the circumference of the shaft. The device was manufactured in february 2015 and is over a year old. The balance of the returned device is in otherwise fair condition consistent with the device¿s age. The relevant drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. Upon review of the device history record, no non-conformance reports germane to the complaint condition were generated during the production of this device. It is likely that over a year of consistent use and possibly the application of excessive torque during surgery have led to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: 3.5mm lcp superior clavicle plate w//lat extn/6h/lt/105mm (part 02.112.091, lot unknown, quantity 1).